Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer had changed the infusion set site and cartridge; however, as the occlusion alarms continued, the customer would just resume insulin delivery without changing the supplies. Although the customer had used humalog in the cartridge for approximately 4 days, the customer indicated that the occlusions occurred just after a new cartridge had been installed. The customer was to try another set of cartridges.